Manufacturer narrative:
Section d4 (primary unique device identification (UDI) number): correction. Section d4 (expiration date): expiration date was inadvertently included in the initial. Report and is not applicable for this device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console displaying a s3 alarm was confirmed via the submitted log file; however, it was not reproduced. A review of the downloaded log file showed events spanning approximately 12 days ((B)(6) 2024 per time stamp). The system was powered on at 08:35:00 on (B)(6) 2024. The following events occurred during battery maintenance and the motor and flow sensor were disconnected. On (B)(6) 2024 at 12:13:00 and 14:08:00, (B)(6) 2024 between 09:34:00 ¿ 09:41:00, and (B)(6) 2024 at 16:47:00 and 16:48:00, the "system alert: s3" alarm activated due to a sf_lmc_supply_m15v sub fault flag. The system was power cycled multiple times on (B)(6) 2024 and (B)(6) 2024 and the alarm was muted on (B)(6) 2024 at 16:48:15. There were no other notable alarms active in the log file. The returned centrimag console, serial (B)(6), was evaluated at the service depot. During functional testing, the console experienced an s3 alarm during battery maintenance. The console was restarted and the alarm was not able to be cleared. The console was inspected and the sps pcba was replaced which resolved the issue. The console was then functionally tested and passed all tests. The sps pcba was forwarded to ppe for further analysis. Further analysis of the returned sps pcba revealed no physical anomalies. The sps pcba was installed in a known working centrimag console test fixture and connected to known working test centrimag equipment. During testing, the console was powered on and off multiples times and no issues or atypical alarms were produced when the unit booted up. The console operated as intended without any issues or atypical alarms being produced throughout testing. Circuit analysis of the returned sps pcba did not reveal any issues that would have resulted in the reported s3 alarm; therefore, the reported issue could not be isolated to a specific component. Although the reported event was determined to be an issue with the console¿s sps pcba, the root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the primary console experienced an s3 alert. Related regulatory report MFR # 3003306248-2024-00449